Event description:
It was reported that the patient¿s ipg does not communicate with external device following an MRI procedure. Additionally, patient felt slight warmth in the leg during the MRI. Reportedly, the ipg was set into MRI mode prior to the MRI procedure. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on information obtained, the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023.

Manufacturer narrative:
A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps did not resolve the issue. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation. As a result, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Event description:
Additional information received indicates that the warmth in the leg was resolved. It was just during the MRI procedure.